Event description:
Norephinephrine alarmed and rn (registered nurse) unable to clear following prompts. Pt (patient) resuscitated via ECMO (extracorporeal membrane oxygenation) circuit with volume while back up pump was swapped into place. Pt map (mean arterial pressure) fell into the 40's.